Event description:
It was reported that following the activation of the implantable pulse generator (ipg), the deep brain stimulation (dbs) patient was unable to achieve any therapeutic benefit using the right lead (right hemisphere) during subsequent programming sessions. Therapeutic benefit was achieved in the left lead (left hemisphere). There were no reported device issues. However, imaging was taken six to eight months post-implantation and it was found that the right lead was off target and out of stimulation range to provide any therapeutic benefit. The patient then underwent a revision procedure and the right lead was explanted and replaced with a new lead. The explanted lead was disposed by medical facility and the serial number is unknown. The procedure was completed with no patient complications.